Event description:
It was reported that the customer's insulin pump had a cracked display screen. The customer advised they pressed against a tree. Customer's blood glucose level at the time 136mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window. No cracks on the lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).